Event description:
Upstream occlusion: emend-3 different times. Dexamethasone: 1 time. Max air detected: emend: 2 different times. With all errors, pump and tubing all looked normal. Upstream and air with emend was pump#. Upstream for dex was pump#. Contributing to longer treatment times and clinical alarm fatigue.